Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "low," exact value was not provided. Contact alleged that the pump was not functioning as intended causing the customer's blood glucose to fluctuate from low to approximately 490 mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support (cts) performed a system check on the pump and determined that the pump was functioning as intended. Cts determined that the requested and delivered multiple boluses in addition to the automatic bolus delivered by the pump software resulting in a low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.